Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation. The returned sample did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found the knife is trapped and contained within the jaws. The reported condition was confirmed and the jaws were stuck shut. The jaws did not open or close because the knife was trapped and contained within the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported event to be knife trap due to user error. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that during a laparoscopic hand assisted left hemi-colectomy for diverticulitis the surgeon was dissecting very close to colon on very thick and fibrotic tissue. The surgeon activated the device twice on three bars to seal the tissue. A vessel bleed of about 300ml occurred after the jaw stuck to tissue. The bleeding was controlled using a second device. The device jaws were cleaned by scrub nurse each time the device was removed from the patient but not between multiple activations. No blood transfusion was needed. There was no patient harm.